Manufacturer narrative:
Patient identifier and patient weight were not available from the site. Resolution confirmed at time of the call to medtronic representative. On 01/13/2017 a medtronic representative, following-up at the site, reported the inaccuracy was estimated to be 4-6 millimeters. In trouble-shooting, the patient was lying in supine position with the emitter positioned at 10 o'clock (6 is on chin and 12 on scalp). Distance and height were reported to be according to recommendations. No parts have been received by manufacturer for analysis. No further issues have been reported. Issue resolved at time of trouble-shooting.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred near the patient's right orbita. The surgeon noted the inaccuracy when pointing to the ceiling of maxillary sinus (right). Navigation indicated that the instrument was above the orbita floor touching the eye. The surgeon noted the inaccuracy was in different directions by pointing to a known anatomical structure. No specific measurement of the alleged inaccuracy was provided. The surgeon opted to continue the procedure with knowledge of the inaccuracy. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The exams from the reported issue were evaluated by medtronic personnel. The exams were found to have missing anatomy resulting in a partial registration. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
.